Manufacturer narrative:
Updated: b5, d8, d9, e1, h2, h3, h4, h6, h11. Correction to d9: device available for evaluation updated. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that during inspection for use, the high flow insufflation unit displayed air loss and wanted the device checked. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.